Event description:
The patient contacted animas on (B)(6) 2012 alleging no power to the subject pump. The patient reported that on the morning of (B)(6) 2012 went to test blood glucose (bg) before breakfast and obtained a result of 400mg/dl. The patient attempted to bolus via the meter remote; however, obtained a message that the meter was unable to communicate with the pump. At the time of the communication message, the patient looked at the pump and noticed the pump screen was blank. The patient replaced the pump's battery; however, the alleged power issue remained unresolved. The patient claimed she gave insulin by syringe for the elevated bg. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose basal history indicated the pump was delivering accurately and correctly reflected the user's programmed rates up to the reported event date. The pump does not power up with the battery cap returned. A test cap was used for investigation, and the pump booted up appropriately. The original battery cap was found to have misaligned contacts and thread damage. Investigation for the reported power issue could not be completed due to a force sensor failure. The force sensor was found to be out of calibration and the resistance measurement was out of specifications. Investigation revealed a damaged spoke shim and contamination on the force sensor. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.